Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported: during the implant procedure, no capture was noted with the lead. The lead was removed per the physician wanting to be on "the safe side." It is suspected that it was probably due to implant damage. The lead was not used. No patient complications were reported.